Manufacturer narrative:
Additional information: g3, h3, h6 correction: e1 (removed initial reporter and phone number), e2 (removed), e3 (removed) and e4 (email address) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A guidewire was I nserted into the third port of the catheter, and resistance was felt at the catheter tip. The guidewire could not be advanced through the tip in either direction. The tip was cut open and it was revealed that there was flash from the tip obstructing the opening. It was reported that the device was occluded. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during insertion of vascular catheter, for initiation of continuous renal replacement therapy. The doctor in-charge proceeded to perform the procedure in a sterile environment. All lumens were flushed with normal saline 0.9% solution prime the catheter prior to insertion. The doctor had advanced through the procedure and attempted to insert the guide wire through the catheter after dilation of vein but was not able to. Reporting nurse was informed of the incident and had flushed the lumens of the defective device for rectification. From the assessment, the access and return port was patent upon flushing but there was resistant in the third lumen. The doctor immediately removed the device and called for replacement of another vascular catheter. There was a slight delay for about 5 minutes. Doctor performing the procedure had applied active compression of vessel while waiting for the device replacement and preparation. The patient was not required on general anesthesia. The procedure was eventually completed. The product was replace with the same device from same manufacturer. No difficulty encountered during removal of device from packaging. The catheter was not repaired. No adverse event occurred during the procedure. Patient was hemodynamically well, small amount of bleeding with compression applied. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.